Event description:
Literature case. It was reported that after surgery with a twinfix anchor, the patient had an incision infection. The incision healed after two weeks of dressing change. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the 72202595 reported 4.5 twinfix ultra pk anchor assembly, used in treatment, has not been returned for evaluation. Without the reported product, a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. An exact root cause cannot be determined. However, a trend of this nature has been observed with this product in the field, prompting a root cause investigation. A preliminary risk assessment was executed for complaints related to corrosion in the laser mark with a conclusion that the devices perform as intended without introducing any harm to the patient. As a short term measure all single use shaft component parts with laser marking will be 100% screened for stains in the laser marking and on the tip to determine if oxidation is present. In addition a cross functional team has been established to investigate the root cause and determine appropriate actions to reduce the likelihood of oxidation on single use shafts. This investigation will focus on equipment process parameters, handling conditions and transportation methods throughout the supply chain to minimize the opportunity of this failure mode in the future. Complaint history review and batch were unattainable, without a valid lot number and product code provided although query using entire twinfix UK family indicated similar allegations.